Event description:
Device #2 issue: none. Adverse event: failure to achieve hemostasis. Time of adverse event: during vessel closure. It was reported that a physician in-training in the use of the prostar xl device attempted arteriotomy closure of a heavily calcified left superficial femoral artery (lsfa) after an interventional procedure. Reportedly, "while advancing the knot all the way to the end, they weren't able to close the (l)sfa." A second prostar xl device was attempted, but after advancing the knot to the arterial surface, the vessel could not be "closed." A cut-down was performed and hemostasis was achieved surgically. In addition, it was reported that arteriotomy closure was attempted of a heavily calcified right superficial femoral artery (rsfa). During device positioning in the vessel, arterial luminal marking could not be achieved as indicated by no "pulsating blood from the marker lumen." The device was removed, a cut-down was performed, and hemostasis was achieved surgically. There were no reported adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
(B) (4). (B) (4). Device #1: part #12322-02, lot #87007-6h is being filed under a separate medwatch MFR number. Device #3: part #12322-02, lot # unk is being filed under a separate medwatch MFR number. Off label use; patient selection. The device was received. Investigation is not complete.